Event description:
Hcp reported pt withdrawal symptoms. A rotor stall was diagnosed. The pt was given oral medication and there were no permanent problems. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional info is received.